Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the arteriotomy (second stop). The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure at the arteriotomy (second stop). The second device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 4.5 mm from the balloon proximal tip. The review of the lhr (lot f1308102) indicated that the mynxgrip lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. See MDR 3004939290-2014-002244 for second device.